Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported unusual noise coming from power supply. There was no impairment in the function of the ventilator. The covidien customer service engineer (cse) inspected the device and replaced the power supply. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).